Event description:
The user received discrepant digoxin results with linearity survey sample. The highest value specimen was run twice in separate cups and each resulted greater than 5 ng per ml. The analyzer performed an auto dilution and the result was 4.18 ng per ml for the first cup and 4.47 ng per ml for the second cup. Since these values differed from each other and were not greater than 5 ng per ml, on (B) (6) 2009 the user manually diluted the sample with the same type of diluent as the analyzer. They placed this dilution in separate cups and got results of 5.08 ng per ml and 4.98 ng per ml. The user then programmed another auto dilution on two more cups of straight sample got a 4.4 ng per ml for the first cup and 4.52 ng per ml on the second cup. No erroneous results had been generated on pt samples.

Manufacturer narrative:
The field service rep could not find a cause. He checked the analyzer performance, pipetting and measuring accuracy, electromechanical operation and alignment of mechanisms with all checks within specifications. He verified proper operation by performing performance tests and qc with all results within specifications.